Event description:
A home pt's spouse contacted baxter's technical service center for assistance regarding a system error 2240 alarm that appeared on the display on the pt's homechoice machine during their automated peritoneal dialysis therapy. Reportedly, a supply bag became disconnected from the supply line of the homechoice set for an unknown reason. The pt's spouse noted that the connection was looser than normal. Baxter's technical service center assisted the home pt's spouse in ending therapy early. Therapy was discontinued for the evening. No pt injury or medical intervention was associated with this incident per the international affiliate.